Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of vasovagal syncope initially reported as coding during treatment. However, there is no documentation in the complaint file to show a causal relationship between the patient event and use of the liberty select cycler. Additionally, the rn did not allege any device malfunction or deficiency related to this event. It was reported that the patient got up to use the commode prior to the event occurring. Vasovagal syncope can be triggered by an abnormal nervous system response to activities such as urinating or having a bowel movement. During these episodes, the blood pools in the lower extremities and bowels resulting in less blood return to the heart and decreased blood flow to the brain. This patient has a medical history of lower extremity venous insufficiency which would compound the effects of the blood not being able to be pumped back to the heart sufficiently. Based on the available information and no allegation or evidence of a device malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s vasovagal syncope event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a hospitalized peritoneal dialysis (pd) patient was connected to the liberty select cycler and they had coded throughout the night. The patient had to be taken off of the liberty select cycler. The registered nurse (rn) was calling technical support to inquire if there was a procedure to follow. The rn was advised to check with the hospital. Upon follow up, the registered nurse (rn) reported the patient was hospitalized on (B)(6) 2021 for palliative care due to osteomyelitis in their right foot. The patient was utilizing a hospital¿s liberty select cycler for pd treatment during their admission. During treatment on (B)(6) 2021, the patient stood up to use the commode at which point it was believed the patient coded. Cardiopulmonary resuscitation was initiated with bag valve mask ventilations. Per code note, the md arrived and patient was already arousable and having purposeful movements. The rn reported that the physician determined the patient had experienced vasovagal syncope, and not cardiac arrest. The rn indicated there was no reason to believe the event was caused by nor related to the use of a fresenius device, drug, or product. The patient resumed pd treatment with a different machine during their admission and was discharged on (B)(6)2021.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Note: the following clinical investigation was performed only with the initially reported allegation of a patient coding during pd treatment. Additional information was received that will warrant further clinical investigation clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of coding during treatment. However, there is no documentation in the complaint file to show a causal relationship between the patient coding and use of the liberty select cycler. Additionally, the rn did not allege any device malfunction or deficiency related to this event. The reason for the patient¿s hospitalization is unknown. The reason for the patient coding is also unknown. The patient¿s medical history is unknown, and no information related to any cardiac condition was obtained. Cardiac arrests among patients on dialysis accounts for more than 17% of all in-hospital cardiac arrest, occurs 20 times more frequently, and is associated with lower survival compared with the general population. Most sudden cardiac events in the dialysis population are due to ventricular arrhythmias. Based on the limited information and no allegation or evidence of a device malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s coding event.

Event description:
It was reported that a hospitalized peritoneal dialysis (pd) patient was connected to the liberty select cycler and they had coded throughout the night. The patient had to be taken off of the liberty select cycler. The registered nurse (rn) was calling technical support to inquire if there was a procedure to follow. The rn was advised to check with the hospital. Upon follow up, the registered nurse (rn) reported the patient was hospitalized on (B)(6) 2021 for palliative care due to osteomyelitis in their right foot. The patient was utilizing a hospital¿s liberty select cycler for pd treatment during their admission. During treatment on (B)(6) 2021, the patient stood up to use the commode at which point it was believed the patient coded. Cardiopulmonary resuscitation was initiated with bag valve mask ventilations. Per code note, the md arrived and patient was already arousable and having purposeful movements. The rn reported that the physician determined the patient had experienced vasovagal syncope, and not cardiac arrest. The rn indicated there was no reason to believe the event was caused by nor related to the use of a fresenius device, drug, or product. The patient resumed pd treatment with a different machine during their admission and was discharged on (B)(6) 2021.